Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported issue was unable to be confirmed. The device evaluation found a gap between the acoustic lens and ultrasound probe. In addition the device evaluation also found damage on the acoustic lens and caused the ultrasound image to be defective. It was also found that due to damage on ultrasonic cable, the number of missing element exceeds the standard value and due to wear of forcps elevator lever the up/down knob could not be locked securely. The device evaluation also found that the light guide lens had a chip, the elevator channel plug was loose and scratches were found on the connecting tube and channel tube. In addition it was found that the connecting tube had buckling and the scope body and cover were discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the ultrasound gastrovideoscope had failed the leakage test during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap between the acoustic lens and ultrasound probe. There were no reports of harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.